Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin flow blocked alarm noted during testing. Device functioning properly during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had recurring insulin flow blocked alarms. The customer's blood glucose level was unknown at the time of the incident. The customer stated that they did lots of troubleshooting steps. The customer was advised to replace the insulin pump and was advised to retrieve and save insulin pump settings and revert to the backup plan. The insulin pump will be returned for analysis.